Event description:
The physician successfully implanted a gore thoracic endprosthesis without incident. The angiofram taken at the end od the deployment appeared normal with no sign of an endoleak. However, three months later the pt presented with a type I proximal endoleak. A re- intervention is planned to treat the type I endoleak.